Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided explant photographs confirms the reported event. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported device. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address left anterior knee pain. The patient had a knee scope that showed wear of the patella polyethylene.